Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope, however, evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post-evaluation and/ or if additional information is received. No image or video clip for the reported event was submitted for review. A review of instrument log of the 30-degree endoscope (part # 470057-08 / serial # (B)(4)) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for an umbilical hernia tapp procedure. The endoscope has 1956 uses remaining. This 30-degree endoscope was not used on system (B)(4) as reported on patient identifier (B)(6). Per the logs for the umbilical hernia tapp procedure, two 30-degree endoscopes were used. This complaint is being reported due to the following conclusion: it was alleged that the 30-degree endoscope moved with unintuitive motion/freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the 30-degree endoscope was inverted. The reporter explained the staff had encountered this issue multiple times with multiple systems over the last two weeks. The reporter was requesting the system be verified. The staff had resolved the issue before contacting isi technical service engineer (tse). The tse recommended the staff contact isi technical support when the issue is occurring for troubleshooting. This would allow tse to get the endoscope serial number and assist in determining if the issue is endoscope related. The site was completing the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative, and obtained the following additional information: the image was upside down and the endoscope would randomly move on its own while the surgeon was in between 30 up and 30 down. The issue was resolved, and the site was able to complete the procedure by continually troubleshooting. The endoscope was tagged and sent back to sterile processing department (spd). The endoscope was not inspected prior to use. There are no photographic images available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3. Product evaluation information can be found in the following fields: h6 and h10. Failure analysis confirmed and replicated the customer reported complaint of ¿image upside down¿. Failure analysis (fa) investigation found aea damaged or friction issue and laser markings on housing and damage/markings on housing were noted. The button bezel mechanical damage and endoscope bearing friction issues were also noted. There was also a broken ic housing and leakage at the housing.